Event description:
I had a breast lift with augmentation on (B)(6) 2009 with inamed style 68mp saline implants. I began a long list of deteriorating medical problems beginning by the second week of (B)(6) in 2009. They did not start getting better until having the implants and capsulectomy in (B)(6) of 2010. I was always extremely healthy before and had no previous medical problems prior to this event. The first symptoms in (B)(6) 2009 was shortness of breath, no cough. I saw a pcp who could not find anything and suggested that I take prevacid (never had reflux symptoms) to see if it would help. Within a day, I had to be taken to the ER for shortness of breath. After chest x-rays, blood oxygen check, and blood work to rule out a clot, I was sent home and told to take advair and the prevacid to see if it helps. The advair began helping me and became a crutch that I needed off an on for the entire time while I had implants. This was an atypical asthma, as the wheezing was not often heard. I had shortness of breath, frequent coughing, and spit up heavy sputum multiple times per day. The sputum continued even when the advair helped the breathing. I also began to have memory loss and brain fog. Short term memory became an issue. I began having episodes of huge swollen, sore lymph nodes in my legs and groin that would last one to two weeks at a time. I had inflammatory nodules on the skin of my hands. I had constant abdominal bloating and gas. I started having extensive bleeding from the lower gi tract in (B)(6) of 2009. I had frequent headaches, stomach aches, and nausea. I experienced extreme fatigue. I had difficulty talking, stuttering, writing became a challenge. I often could not spell the words that I had known how to spell for years and would get lost driving in areas I had been familiar with for years. I had ovarian cysts with pelvic pain for the first time in my life and hormone imbalance. Most of these symptoms were coming on by the (B)(6) of 2009. They gradually worsened. The only thing that seemed to help me be less dependant on the inhalers was naet natural allergy treatments for silicone and mold. I also found good improvements from using a silicone detox bath several days per week and numerous nutritional supplements to address the biofilm around the implants as well as detoxing the silicone. By that time, I was suspecting the implants had something to do with this. I continued to avidly research because all of the medical specialists seemed to be completely unaware of any connections. There is a true syndrome that can occur from breast implants that involves the biofilm around saline implants. The problem is that all of my disorders were non-descript. It looked on the surface as if I was suffering from lupus, scleroderma, celiac, asthma, and alzheimer's. However, a woman with implant disorder does not have all the signs of each of those illnesses to be diagnosed. I am a health care provider myself and I knew that something big was wrong. When I decided to have the implants and capsule removed, I had a breast ultrasound per my surgeon pre-surgery. They also found a benign tumor deep in my right breast that coincidentally was also right above the implant. A biopsy was added on to my surgery. I found huge health changes immediately with the surgery, and while I am continuing to recover and detoxify the effect of silicone and mold (associated with saline implants) on my body, I am making progress so quickly. Other women should be aware of the health risks before getting these implants. I certainly never would have taken a risk of giving myself these many disorders that occurred from my surgery.